Event description:
Reported due to guide break resulting in surgical proceduire. The operator attempted an arteriotomy closure with the closer s device after an interventional procedure. The procedure was performed via the right femoral artery. Fluoroscopy was performed prior to the procedure and revealed a "normal vessel without calcification." Reportedly, the device was deployed and a bilateral cuff miss occurred. The oprator attempted to remove the device, the foot would not park and the device could not be removed from the pt. The operator manipulated the device and cause it to break the proximal guide and the distal guide (near the marker port). The distal guide, which houses the foot, and the sheath remained in the pt. A vascular surgeon was consulted and the pt was immediately taken to surgery where the guide and sheath was successfully removed. Reportedly, the foot was found to be "trapped within a shelf of plaque." The pt was hospitalized for two (2) dats and then discharged to home.